Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via telephone call that the status screen showed that the reservoir had insulin when it was actually empty. The blood glucose reading was 67 mg/dl and the customer was treated with food. The drive support cap appeared normal. She was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. She was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. Empty reservoir alarm functioned properly. The insulin pump was programmed multiple boluses with water filled reservoir. The boluses were delivered properly and water exited the infusion set. The units left in status screen matched the units left in reservoir. The insulin pump was programmed with basal rates and monitored. The basal were delivered and recorded properly in basal review screen. No basal/bolus anomaly noted. The insulin pump was received with normal operating currents and no unexpected off no power error alarm or low battery error alarm noted. No unexpected finish loading alarm noted. The insulin pump had minor scratched lcd window.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.